Event description:
As reported by the user facility through medwatch # (B)(4): "at morning shift report bivalirudin was infusing at 9.5 mls/hour with sub-therapeutic partial thromboplastin time (ptt) ratios. The nurse had to increase the drip with each lab result, physician was notified at 1300. The pharmacist was consulted at bedside. It was then discovered that if the drip had been running at the rate it was set, the bag should have been completed hours before. The bivaliruden bag and tubing were removed from the current pump and re-hung in a new pump. No harm to pt."